Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 242.4030 on their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer stated they first observed the "safety clamp open" alarm. So they replaced the air in line assembly. Now they are getting the error code 242.4030 informed the this could be related to the motor not properly seated with the gear pinion. If everything looks good, the issue could be the logic board. If so recommended placing removed ail back into the 8100 and send in for repair. Customer will start with taking a look inside the unit. Ended call. Customer stated they first observed the "safety clamp open" alarm. So they replaced the air in line assembly. Now they are getting the error code 242.4030 informed the this could be related to the motor not properly seated with the gear pinion. If everything looks good, the issue could be the logic board. If so recommended placing removed ail back into the 8100 and send in for repair. Customer will start with taking a look inside the unit. Ended call. Ref: (B)(4).